Manufacturer narrative:
Explantation date: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: saggy breast mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year old caucasian female patient underwent breast augmentation revision with two 320cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade iii-IV) and saggy left breast. As a result, the patient has been scheduled for bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices are going to be 405cc mentor memorygel boost breast implants (catalog: shpb405). This medwatch form is for the left breast prosthesis. Complication on the right breast will be reported under mrn: 1645337-2022-12430.

Manufacturer narrative:
On march 2, 2023, mentor received additional information indicating that the date of explantation was updated to february 21, 2023. On march 13, 2023, the mentor failure analysis lab received the device for evaluation. On march 17, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth uhp 320cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.